Manufacturer narrative:
Upon further review of the available information to the manufacturer, it was determined that this event did not meet the reporting criteria for the device in question. The device was working as intended as it informed the user of the low power conditions of the device. There was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person. The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The reported issue was unable to be replicated; however, work was performed on an old brick, which is a component of the console that's directly linked to the reported issue of low power. The component was replaced, and the console was working as intended. Based on the information available, the reported event is confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Additionally, the event of low power was defined in the device's risk documentation and determined to be an acceptable risk benefit for the product.

Event description:
It was reported that the power of this device was insufficient. Also, displayed an error 'energy low - pulse energy is over 50% lower than requested.' There were no patient or procedure involved.

Event description:
It was reported that the power of this device was insufficient. Also, displayed an error 'energy low - pulse energy is over 50% lower than requested.' There were no patient or procedure involved.